Manufacturer narrative:
Lumenis investigated the reported event and obtained patient treatment settings and patient photographs. An examination of the subject device by lumenis technical engineer matter expert concluded the subject device power output operated within manufacturer specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis medical director reviewed the provided treatment settings, patient photo and patient skin type data concluding the settings were aggressive based on common medical practice, device training, and device labeling. The healthcare professional concluded that probable sun exposure, aggressive treatment settings, incorrect skin typing to be the contributory causes of the reported events. Furthermore, healthcare professional stated: "the hypopigmentation of the upper arm results from first degree burn, initiated by inadequate treatment settings for the skin type and/or presence of tanning." This complaint has been determined to be reportable per MDR decision tree, since lumenis believes that hypopigmentation is presumed permanent if still present at 30 days.

Event description:
Lumenis clinical representative reported that patient complained on (B)(6) 2018 about hypopigmentation following internal clinical study performed on (B)(6) 2017 with lumenis hs handpiece lightsheer infinity system.